Event description:
It was reported that the patient received multiple inappropriate shocks. It was also reported that the noise discriminator of the device did not withhold the inappropriate shocks that the patient received. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.